Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when activated the needle would not retract with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: when activated by the collaborator did not work, leaving the needle exposed.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that when activated the needle would not retract with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: when activated by the collaborator did not work, leaving the needle exposed.